Manufacturer narrative:
H6- health effect- clinical code 4581: ametropia (B)(4).

Event description:
A healthcare professional reported that he performed the implantation of an implantable collamer lens into his patients left eye (os) in 2017, with lasik performed in (B)(6) 2017 for residual astigmatism. The patient has progressed to approximately -2 over the past 8 years. Healthcare professional requested a medical consult for a potential lens exchange. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: per updated information the lens was successfully removed and replaced. The patient was 20/15-1 at one week post-op, with an approximately 400 micron vault, and patient is very happy. D6a:unknown. D6b: unknown. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).